Event description:
Controls ran ok on device (B)(6) 2011. Pt first sample was tested on (B)(6) 2011 and resulted with an int. Qc failure for tni. (B)(6). Samples for triage as well as (B)(4) were collected at 16:30, testing times unk. EKG was performed: st abnormal. Admitting diagnosis - unk. Pt was admitted to hospital on (B)(6) 2011 and is due to have open heart surgery. No sample remains for further testing.

Manufacturer narrative:
The customer stated that the first sample resulted in a int qc error. Without sample being returned product support cannot verify the customer's result or rule out sample specific interference that may have affected analyte recovery. The customer stated that the pt was admitted to the hospital and is due to have open heart surgery in a few days. If heart damage had previously occurred the pt may have elevated levels of circulating troponin. The triage assay is only intended to be used to detect an acute mi and may not pick up the circulating variation of troponin. Product support tested retains of sob lot w48972 (w48971 was unavailable for testing) with of the positive control calibrator h on sob w48972. No customer sample was returned. Product support observations for tni recovery follow: no low bias in tni recovery was observed with the positive control. No error codes or device issues were observed. All data points with cal h were within the manufacturing 2sd range, with a percent recovery of (B)(4) (within the manufacturing final release specifications). The customer's complaint of a false negative result was not observed with the positive control sample. No product deficiency was established. (B)(4). No corrective action required at this time as no product deficiency was established.